Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to no sound perceived, increased pressure and shocking sensation. The patient was reimplanted with a new device during the same surgery.